Manufacturer narrative:
H10. Internal reference number: (B)(4).

Event description:
It was reported that during a thr surgery, the black plastic on one (1) polarstem modular head for 21000662 broke upon impacting the femoral head. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery, the black plastic on one (1) polarstem modular head for (B)(6) broke upon impacting the femoral head. The complaint device was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that there is a fracture at the distal part of the device. The chipped of piece is missing. Furthermore, there are signs of wear such as scratches and dents. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 51 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded. Additional information: d4 (lot number and expiration date), d7a, d9, h4. Corrected data: h6 (medical device problem code).